Event description:
Per the paperwork sent with the explanted device, the implant malfunctioned after 12 years of use. No additional information was reported. The device will be analyzed.

Manufacturer narrative:
This type of event is addressed in the device labeling.